Event description:
It was reported that a home patient experienced abdominal pain and was diagnosed with a hernia, coincident with peritoneal dialysis therapy. Treatment for the hernia event was not reported. Peritoneal dialysis therapy was reported to be ongoing with the patient using the hospital¿s cycler for therapy during the hospitalization. It was not reported if the patient was recovered or was recovering from the hernia event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported event of hernia. The cause of the reported event of hernia could not be determined. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date approximately (B)(6) 2014, the patient experienced abdominal pain, was hospitalized, and was diagnosed with a hernia. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.